Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: no power on resets were events observed in the black box. Battery compartment is cracked from threads to case seal. Returned battery cap has no damage; it is able to carefully attach to the pump. The returned battery cap contact measurements are in specifications. A 24hr duration test was completed using the returned battery cap; no power interruptions were duplicated. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.